Event description:
It was reported the sutures were use in a hybrid total right hip arthroplasty in 2001. Patient returned to physician complaining of burning over the site of the incision. Patient presented with drainage from the incision site and difficulty standing from a seated position. Patient re-admitted 2 months later and was re-operated for drainage of the incision and placed on IV antibiotics. Patient was discharged 5 days later and remained on IV antibiotics. Suture removal was scheduled for 13 days post re-operation.